Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event type: malfunction. Event description: it was reported that the implant mount could not be separated from the implant by the doctor. The implant was subsequently removed and replaced with another implant held in stock. Date returned to MFR: 10 jan 2019. Implant date: (B)(6) 2018. Explant date: (B)(6) 2018. MFR rec'd date: 03 apr 2019. Report type: follow up. Event type: malfunction. Follow up type: additional information. Device eval by MFR: yes, evaluation summary attached. MFR date: 24 oct 2017. The reported device was received for evaluation. Visual inspection identified wear and debris about the implant body and mount. The mount screw is worn and slightly rounded. Functional testing revealed that the implant and mount were unable to be disengaged with hand tools, and required an excessive amount of force to back out the screw. The reported condition of an implant mount that could not be separated from the implant was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar cause and no other complaint was identified. A definitive root cause for the reported event could not be determined. Probable causes for the reported event include excessive insertion torque and possible patient specific issues not considered during placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant mount could not be separated from the implant by the doctor. The implant was subsequently removed and replaced with another implant held in stock.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant mount was stuck to the implant and could not be separated from the implant by the doctor. The implant was subsequently removed and replaced with another implant held in stock.